Manufacturer narrative:
Review of production records found that the device passed all manufacturing inspections. The device was returned for analysis at manufacturer. Visual examination showed evidence of blood leak on the manifold caps. No other visible defects noted. The device is currently on test with pressurized hydrogen peroxide and no leak has been observed (device has been on test for 1 day) at this point.

Event description:
During the ECMO procedure, after 5 minutes, dripping from the gas outlet began. Inlet pressure = 207 mmhg, outlet pressure = 195 mmhg, flow 4.3 l/min, normothermia.